Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical portex bivona small diameter aire-cuff wire reinforced endotracheal tube (silicone) was in use with a patient for delivery of anesthesia. The reporter stated the device was in use for 15 minutes when the user noted the patient's throat area was swollen and was observed to have "life threatening" hypoxia. Subsequently, the tube was removed and the inflation cuff was found to only be partially inflated (not symmetrical). The reporter also stated the cuff may have been pressing against the tracheal posterior wall. No additional adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: three portex endotracheal tubes were returned for investigation. One of the devices was used and the other two were unused and in their original packaging. An inflation test was performed on the cuff of the used endotracheal tube. The cuff was inflated with 20 cc of air using a standard syringe. The cuff was then measured with a standard ruler from the center of the cuff to the smaller side of the cuff. The length was measured at 7 mm. The cuff was then measured from the center of the cuff, to the larger side of the cuff. This length was 22 mm. Based on these measurements, it was determined that the device did not meet manufacturing specification. The two other unused endotracheal tubes did meet manufacturing specification after similar measurements were taken.